Event description:
On 10/10/2006, it was reported that the distributor noticed that the screw was in three parts during inspection.

Manufacturer narrative:
Event is not associated with pt contact. Investigation is pending receipt of product. Device not used : issue noted upon receipt of product.